Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder was successfully implanted in a patient using a 9f amplatzer talisman delivery sheath. On a six month follow up in (B)(6) 2025, transthoracic echocardiography (tte) showed no issues. On (B)(6) 2025, the patient visited a nearby hospital due to a fever. On (B)(6) 2025, a transesophageal echocardiography (tee) was performed and revealed a string-like thrombus. Two blood cultures were taken and it was confirmed that the patient had developed endocarditis. The 25-18mm amplatzer talisman (pfo) occluder was successfully explanted on monday, (B)(6) 2025, and no replacement device was implanted. No other clinical signs or symptoms were reported during or after the event. The patient¿s history of endocarditis is unknown, and there was no history of indwelling vascular catheters, intravenous drug use, recent dental work, or injury from non-sterile objects. The implanting physician could not determine the exact cause of the endocarditis but noted that if the device contributed, a residual leak (approximately grade 1) may have played a role.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus and residual shunt were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause of the reported patient device interaction problem with thrombus and residual shunt could not be conclusively determined. Received imaging appeared to show string like thrombus captured on the tee. The patient effects of fever and endocarditis were believed to be cascade events of reported thrombus and residual shunt. Reported surgical intervention was under case specific circumstances where device was surgically removed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.